Event description:
Went to place an 18 gauge angiocatheter in the patient's right ac, the angio had a hole in it causing it to leak. Catheter was removed intact with hole present. Patient had IV site moved to left arm.